Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that a coil protruded at the tip of the catheter. The target lesion was located in a moderately tortuous aneurysm. A 2dx20cm .035 interlock was selected for embolization of thoracoabdominal aortic aneurysm. During the procedure, a stent graft was placed from the femoral just above the superior mesenteric artery. The device was then placed in the distal end of the stent graft to prevent endo leak after placing the 20-40cube and 18-40 2d sequentially for a total of 8 coils; however, it was noted that the coil became stuck inside the imager 2 catheter and could not be pushed forward. Subsequently, the coil protruded out from the tip of the catheter and was exposed in the blood vessel but was able to be pulled back into the catheter. The device was then carefully pulled out from the patient's body. There were no patient complications noted and the patient's condition was stable.